Manufacturer narrative:
Product event summary: the data files and afapro balloon catheter with lot number 07153 were returned and analyzed. The files were analyzed using the applicable software per the applicable field service manual. The patient file showed 24 applications were performed using a non-returned balloon catheter on the date of the event. The file did not show any system notice on the date of event. Console output data, pressure, preset pressure and flow, showed pressure is tracking preset pressure and flow readings are as expected. However, the temperature reached - 32°c during the application 11 and 22. Furthermore, the temperature reached -55°c during the application 16 and 21. The patient file showed 13 applications were performed using the returned balloon catheter on the date of the event. Patient file didn't show any system notice on the date of event. Console output data, pressure, preset pressure and flow, showed pressure is tracking preset pressure and flow readings are as expected. However, the temperature reached - 61°c during the application 33, and - 56°c during the application 37. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 13 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. In conclusion, the reported clinical issue, pericardial effusion, occurred during the procedure. There was no indication of a relationship of the adverse events to the performance or a malfunction of the product. The balloon catheter did not fail the returned product inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the physician noted an inter-atrial pouch on the septum during the transseptal puncture. Despite the discovery of the anatomical anomaly, the procedure was continued. After deflations of the balloon catheter, the patient's blood pressure dropped and the physician initially thought it was a vagal response. The physician checked for pericardial effusion several times and none were observed. Toward the end of the procedure, all products were pulled back into the right side of the heart to check the flutter line and another drop in blood pressure was noted. The physician used intracardiac echocardiography (ice) to check for effusion, and pericardial effusion was observed around the heart. The physician prepared to perform pericardiocentesis, but after waiting, the effusion did not grow in size and the patient remained stable. No pericardiocentesis was required. The products were removed from the patient. The case was completed with cryo. The patient was stable and admitted to the intensive care unit (ICU) for further observation. The physician believes the effusion happened during the transseptal puncture. No further patient complications have been reported as a result of this event.